Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after receiving radiation therapy on their back, two stored episodes had invalid data. A call was placed to the radiation center and the energy beam was going to be lowered for future sessions. The device remains in use. No patient complications have been reported as a result of this event.